Event description:
Reporter alleged discrepant blood glucose values of 120 mg/dl back to back with a result of 50 mg/dl, when testing was performed 3 minutes apart on the advantage system. Customer stated having low glucose symptoms at the time and self treated with glucose tabs. The location of the alleged testing was not provided. No actions was taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.